Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Failure analysis: the fiber cap region burnt and melted. The fiber cap remains intact and attached; exhibits drilled through condition. Fiber shrink tube and fiber jacket are severely melted and burnt. Bevel section melted and exhibits burnt glue. The fiber cap exhibits detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
A customer returned one extra fiber that is most likely not related to the procedure performed. No additional info was reported regarding this fiber.